Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced chronic pain. The recipient's device was explanted. The recipient will not be reimplanted at this time.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to follow-up with the recipient have been unsuccessful. The recipient has cancelled all follow up appointments with the center. This is the final report.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.